Manufacturer narrative:
Additional information: h4, h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an extension set separated during surgery. During the induction of anesthesia, a patient was receiving propofol and rocuronium when the extension set separated; further reported as "the tubing appeared to fall out of the male portion of the extension tubing". The surgical team was unable to administer medications through the extension set due to this malfunction; furthermore, due to the location of the separation, it was not possible to connect a new intravenous line to the extension set. It was also reported that the adapter was too tight to disengage from the angiocath that it was attached to. As a result, a new intravenous line was quickly established while the patient¿s airway was maintained via bag and mask. The surgery was completed without further issue. No further information was provided at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.